Event description:
During the pfo (patent foramen ovale) closure attempt using intracardiac echo procedure (ice) with embolization using the gore cardioform 25mm device, the device migrated because of the large size of the pfo. Initially the device lodged in the left ventricle and the patient was taken to the or for surgical removal with pfo closure, however in the or an echo was repeated, and this noted the pfo device had migrated to the descending aorta. The patient then underwent an additional vascular procedure by left femoral arterial access for the pfo device to be removed from the aorta/vessel. Re-attempt to close the pfo was unsuccessful. Manufacturer response for transcatheter septal occluder, gore cardioform septal occluder.